Event description:
It was reported to boston scientific corporation on the event date, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on the same day. According to the complainant, after completing the procedure and upon removal of the prolieve catheter, it was noticed that there was less than 5ml of water in the anchoring balloon. The anchoring balloon was retested and a pin hole leak was found. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.